Manufacturer narrative:
Gas delivery system.

Manufacturer narrative:
Conclusion / root cause: the customer returned gds system was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator had no tidal volume being delivered. The customer reported the ventilator was in use and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. During evaluation, the fse reported the device blower was working and there was pressure delivered but it was alarming due to a low leak. A low leak occurrence may pose a co2 rebreathing risk to the patient with ventilation continuing if possible. The fse replaced the gas delivery system to address the finding and reported problem. Applicable final testing was performed per operating specifications and passed.